Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during bilateral breast reconstruction with exchange of tissue expanders for gel implants, patient experienced a burn in an area not being cauterized. The burn appeared to occur by electrical conductivity through the base of where the tip of the cautery was connected to the hand piece. Superficial 2nd degree burn treated with topical ointment. Bactriacin zinc-polymyxin b (polysporin) and antimicrobial water resistant bandage (mepilex) and surgical bra was also placed per usual procedure. Cut/coag settings were 30/30. Customer also reported that the removal of the electrode has been quite difficult. Customer exchanged electrodes often throughout the procedure.

Manufacturer narrative:
D10 concomitant product: e2450h button pencil w 3m cord x50 (lot#: unknown); force fx-cs force fx 110v x1 (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.